Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Event description:
It was reported that following an unrelated surgical procedure where the device was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. D3 and g1 correction: the manufacturing site was updated. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.